Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damaged parts in the optical system and a damaged eyepiece. Based on the results of the investigation, the damaged parts were very likely caused by excessive force by the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the telescope had a broken eyepiece. There were no reports of patient harm.